Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a spine surgery, it was observed that the drill bit device was not fitting into the attachment device. It was reported that there is no allegation against the drill bit. There was no delay to the surgical procedure as a spare device was available for use. It was further reported that the surgery was successfully completed with no further incident. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the event should have stated "this is report 2 of 2 for the same event:" concomitant device was originally reported as "drill bit device" in the initial report and has been updated to "attachment device". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.